Event description:
It was reported the device shut off during patient care. There was no patient injury reported.

Manufacturer narrative:
The affected device was analyzed by dräger service. The log files could not be retrieved from the device due to an error. During the device test a failure of the therapy control module m16.2 and its cf-card were detected. After replacement, the device passed a full functional test according to specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local warmstart of the ventilation unit v500 would be triggered. A warmstart sequence of the ventilation unit may last up to 8 seconds. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.